Event description:
After the cannulation of the actual device, the device was twisted several times during the insertion. Then the actual device was broken into two pieces and its distal portion was partially left in the pt's body. With the physician's effort, the device was retrieved successfully. The procedure was finished successfully without any physical problem for the pt.